Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that there was a hole/ fracture. No harm to patient but has delayed treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc catheter and one measuring tape were returned for evaluation. An initial visual observation revealed some use residue in the returned samples. A functional test of flushing each lumen of the catheter with water using a 12 ml syringe revealed a leak between the 4 cm and 5 cm depth markings when flushing the gray lumen. A microscopic observation revealed the fracture surfaces of the split where flat and granular in texture, and the edges of the split were somewhat uneven. The observed characteristics of the damage in the catheter tubing suggests it may have been caused due to excessive or prolonged compression and/or over-pressurization; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.